Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was no allegation of an adverse event of the reported issue. Device evaluation. The patient¿s meter was evaluated on (B)(6)2014. The meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada to report ¿display issue¿ with her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6)2014, at 5:14pm she was outside and experienced difficulty seeing the meter¿s display. The patient manages her diabetes with insulin pump therapy. She reported, also at 5:14pm on (B)(6) 2014, skipping her usual dose of novorapid insulin as a result of being unable to read the meter¿s display. The patient reported she was ¿unsure if any symptoms developed¿ as a result of the problems she experienced and did not receive any medical intervention for any symptoms. At the time of troubleshooting, the csr noted that the patient moves her test strips around ¿from one bottle to another¿. The csr also noted that the patient had been using the subject meter for more than 5 years and there had been no misuse of the meter. The patient had a backup meter at home. This complaint is being ruled out based on the following conclusions: based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. Although the issue was not resolved at troubleshooting, there is no evidence that the device malfunctioned.